Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut rows at the proximal end of the stent were raised and misaligned. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the distal ramus posterolateralis of circumflex artery. Vascular access was gained via the right femoral artery. During an attempt to cross the lesion with the 2.25 x 12mm promus element monorail stent delivery system (sds), the physician determined it was necessary to predilate the lesion and removed the sds. Upon removal the physician noted damaged stent struts. The physician then predilated the lesion and deployed another promus element stent without any further issues. No patient complications were reported and patient status is fine. This product is only ous approved but it is similar to an approved us device.